Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at 15 atm. (The number inflations performed is unk). The lesion being treated was in the mid circumflex coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.